Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: july 20, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, damage to the optic bodies edge, and a damaged haptic (bent) were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed two additional investigation request (ir) for this production order number has been received; however, they were not related to this complaint. Furthermore, there were no product received for those investigations; therefore, no product malfunction or deficiency could be identified, and no escalations were required conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to positive dysphotopsia. The incision was enlarged and the lens was replaced with a competitor lens. The event was observed during post-operative examination. No further information was available.